Manufacturer narrative:
Investigation, including root cause determination, is in progress.

Event description:
A nurse reports an error message occurred during set-up. There was no patient injury/impact associated with this event, however three cases were cancelled.